Manufacturer narrative:
The investigation for the reported hemolysis has been completed. No data logs were returned for the second console that was used during the reported hemolysis. The impella was returned for evaluation. Upon visual inspection, biomaterial was found inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. Pump was run with biomaterial to observe if it was noisy. The whirring sound while pump running was confirmed. The biomaterial was removed and pump was run again. At this time, the pump ran without whirring sound indicated that the noisy sound was due to biomaterial wrapped around the impeller result in the pump got to run on high gear and caused noisy sound. The root cause of the hemolysis was biomaterial ingestion. The root cause of the noisy sound was due to biomaterial wrapped around the impeller result in the pump got to run on high gear and caused that sound. The instructions for use for the impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller in section: potential adverse events (united states) states ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ added- d9 device return date added- d6a/d6b.

Event description:
The user facility reported a 39-year-old male undergoing cardiac surgery was implanted with an impella rp flex device for mechanical circulatory support. It was reported that the impella rp was explanted due to the patient developing hemolysis. It was further reported a ¿whirring/wine¿ sound occurred upon auscultation. The patient had a durable left ventricle assist device and continuous renal replacement therapy (crrt) in place. There were concerns that crrt may be interfering with the impella rp flex inflow due to proximity. The impella rp flex was still functioning as intended with good flows/waveforms. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.